Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 9 months, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (B)(6) 2015. It was reported that during the course of a hospitalization for a colitis ulcerosa, patient developed transfusion dependent anemia. Overall, 7 red blood cell units were given over the course of the hospital stay, and changes to the patient medications were made. The patient was had a prolonged hospitalization;however, the event resolved on (B)(6) 2017. No further information was provided.